Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. However, factors that may contribute to difficulty removing the protective sheath may include, but not limited to, manufacturing, normal variation within the manufacturing process or protective sheath removal technique. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the sleeve [protective sheath] of the 2.5x15 mm nc trek balloon dilatation catheter (bdc) could not be removed. The device was flushed the usual way. Reportedly, the device was not used and there was no reported patient involvement. Another, same size nc trek was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.